Manufacturer narrative:
(B)(4). The nail was not explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical neck procedure to treat a humeral fracture on (B)(6) 2015. During the procedure, the surgeon encountered some difficulty when inserting the multiloc humeral nail. Despite following the procedure in the technical guide, the drill bit interfered with the nail at the distal lateral screw hole. The surgeon had to open the hole with a 3.0 k-wire and drill using a drill bit of 3.2. Thereafter, the screw was successfully inserted. The procedure was extended for five (5) minutes. No patient harm was reported. This report is 1 of 1 for com-(B)(4).